Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. After a non-bsc balloon catheter was used for dilatation, intravascular ultrasound (ivus) was performed. A 3.00x16mm promus element plus stent was advanced to treat the lesion however, it was unable to cross. Several attempts were made to cross the lesion but was unsuccessful. The physician removed the device from the patient and upon inspection, it was noted that the edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).